Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device was able to power on using both ac and battery power and was able to obtain readings and alarmed audibly and visually when alarm limits were breached. Device accuracy testing was performed with passing results. Trend data was reviewed and showed a gender was specified for approximately 86% of customer's sphb measurements. Per the rad-67 operator¿s manual: ¿when using a compatible sensor, ensure the gender has been entered correctly. Entering an incorrect gender may affect measurement performance of the device¿. Further communication with the customer has indicated that the device performed within accuracy specifications. The customer complaint was not duplicated as the device is functioning as designed.

Event description:
The customer reported the device provided inaccurate high sphb values when compared to the lab results. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device provided inaccurate high sphb values when compared to the lab results. No patient impact or consequences were reported.